Event description:
The customer reported the ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The MFR's svc tech was unable to duplicate the customer reported problem, however, the svc tech confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart with a vent inop. The svc tech performed testing of the unit and all test passed to operatings specifications. The ventilator was returned to factory for investigation.